Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to other non product experience. This lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).